Event description:
It was reported that the patient presented in clinic for a follow up with recorded episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing in the implantable cardioverter defibrillator. Programming changes were made. Additional information was requested, but not available.